Event description:
Patient was treated for half-distal ureteric stone at l5 with shock wave lithotripsy. Treatment entailed 2150 shocks up energy level 6.5. 7 or 8 days after treatment, the patient experienced significant pain, and was taken to the hospital. Upon examination, it was discovered that the patient had a perforation of the colon, coincident with the path of the applied lithotripsy shock wave.